Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This pacemaker has not returned for analysis. Additional information was received that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced due to premature battery depletion. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.